Event description:
It was reported that the ilet issued repeated occlusion alarms while the user was wearing a steel contact detach infusion set with 23-inch tubing, and the user experienced persistent hyperglycemia with reported glucose up to 400 mg/dl despite a site-only change and resumed delivery, consistent with a device problem described as lack of effect and an unclear component. Symptoms included no clinical signs, symptoms, or conditions reported beyond elevated glucose. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the medical device problem remained characterized as lack of effect with insufficient information regarding a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.